Manufacturer narrative:
Investigation into this event by use of datalogger analysis showed no evidence of analyzer malfunction. Qc results were acceptable, and no other patient samples were affected. The root cause of the event is unknown.

Event description:
A customer observed a non-repeatable falsely elevated tsh result for a patient sample tested on a vitros eci analyzer. The biased result was not questioned by the physician. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.